Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, a device fired till the half and then the staple reload did not complete the stapling process. Half of the staple line was irregular. Replaced by a new device to complete the surgery. There was no patient harmed.